Manufacturer narrative:
An event of malposition of device (incorrect implant depth) and heart block were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that during implantation, the patient developed atrioventricular heart block. The valve was implanted at a depth of non-coronary cusp (ncc) 7mm and left coronary cusp (lcc) 7mm. Based of the information reviewed, the cause of the reported incident appears to be due to procedure conditions as the valve final implanted depth was more than optimal 3mm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 january 2024, a 25mm navitor valve was chosen for implantation utilzing a small flexnav delivery system. The patient presented with sinus rhythm and no history of diabetes or heart failure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During implantation at 80% deployment, the patient developed atrioventricular heart blockthe valve was implanted at a depth of non-coronary cusp (ncc): 7mm, left coronary cusp (lcc): 7mm. The patient left the operating room with a temporary pacemaker. No permanent pacemaker was implanted. The patient is reported to be stable.